Event description:
It was reported that the etching on the inner part of the connecting screw is slightly rusty. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The visual investigation has confirmed that signs of corrosion are visible on the connecting screw in the etching area. No manufacturing error is present.